Event description:
It was reported that this right atrial (ra) lead exhibited damage and difficulty in extraction. Upon inspection of the leads in the pocket, the physician said he felt like the ra lead was not in great shape (lead body wise). When right ventricular (rv) lead was retracted back into the proximal subclavian vein, the physician met tremendous resistance and decided to see if the ra lead could be dislodged and pull both the leads out at the same time. Upon that attempt, both leads became entangled in the proximal subclavian vein. After multiple attempts to remove the leads, the ra lead was removed via snare from the subclavian access. This ra lead was explanted, replaced with different model and disposed. No additional adverse patient effects were reported.